Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform any tests due to motor error alarm.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 94 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.